Event description:
The jetstream catheter was used to treat a 4 cm lesion in the distal sfa with a good result. Post treatment, the physician observed an av fistula in the proximal portion of the popliteal artery. It was treated with a balloon, and the patient was fine.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.